Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing, which was found to have a kink in it, had the kinks removed to correct the reported issue. No report of patient involvement. Unique identifier:(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of maximum suction. There was no report of patient involvement.